Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 21 mmol/l. The customer was treated for the high blood glucose with an insulin pen. The customer was bike riding home when they felt a tingling in their leg. The customer was assisted with trouble shooting and found that their insulin flow was blocked from the insulin pump. Customer stated that new infusion sets did not resolve the issue. The customer did not return the product back for analysis